Event description:
The event is reported as: during an attempted ligation of mesenteric vessels, an inconsistency was noted in the holding of the clips and following a successful ligation of a further vessel resulted in disengagement of the distal jaws. A fragment 1-2mm long was successfully retrieved. No patient injury reported.

Manufacturer narrative:
Product has not been received by manufacturer. The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.